Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during drain cycle 1. The drain volume was 3720 ml. This event meets overfill criteria. On (B)(6) 2010, product surveillance provided the results of evaluation and the probable cause identified to the nurse. A request was made for the nurse to review the homechoice settings with the homepatient. A call back number was provided if additional information was required. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the homechoice was evaluated by the product analysis lab. The homechoice passed both the returned instrument test/evaluation (rite) electrical and functional tests. The assignable cause of the iipv found in the logs was determined to be an insufficient drain (false empty detect and use error-initial drain alarm setting inappropriately programmed). Review of the service history reveals the homechoice passed all required tests and calibrations prior to its release from baxter. Review of the labeling finds the homechoice apd systems at-home guide sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).